Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited farfield oversensing on the right atrial channel. Due to this, inappropriate anti-tachy response (atr) episodes were recorded. Further evaluation was discussed. This device remains in service. No further adverse patient effects were reported.